Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for manipulation 1 of 2 in right knee. It was reported through a medwatch (mw#5088210) "had both knees replaced and had major problems with right knee not straightening and bending, finally my dr. Said he would only make me worse went to 4 other doctors and they all said the same, finally found a dr. To redo my right knee and only in about 6 weeks and results are fabulous. My new dr. Said they put a too large of a replacement in and was installed improperly and knee cap was positioned too low, too big a spacer and not enough bone removed to allow leg to straighten. Ultimately my leg ended up locking at about 35 degrees. I had 2 manipulations done by first dr. With results worsening the issue each time. I haven't worked in over a year because of this and my new dr. Wants to replace left knee also since I'm having pain in that one." Update (B)(6) 2019: spoke to patient, he stated he had manipulations done under anesthesia for the left knee in (B)(6) 2018 and in (B)(6) 2018. He also stated he had another 2 manipulations done under anesthesia for the right knee in (B)(6) 2018 and (B)(6) 2018. Right knee was revised on (B)(6) 2019.